Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. Caller stated that the reservoir leaked. The blood glucose at the time of the event was ove 500 mg/dl. Customer complained of dehydration and vomiting. Diagnosed diabetic ketoacidosis. Nothing further reported.